Manufacturer narrative:
Investigation summary: two samples of model: 10014914 for quality investigation. The customers complaint of tubing defective / damaged was verified by visual inspection. Large cracks from the thread engagement portion of the luer lock adapter to the middle of its body is clearly visible on both samples received. Further observation show no additional defects or damages. A device history record review could not be performed on model: 10014914 because a lot number was not confirmed by the customer. The root cause of the cracks seen in the samples submitted is due to over tightening of the luer. The longitudinal cracks from the opening of the luer to the middle of the body suggests that a torque was applied to the luer connection than cause the luer to crack at its engagement with the female luer connection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as syr psd microbore tubing leaked during use and a crack was found in the female luer. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "these two incidents occurred on two different patients with two different nurses, on the same shift. In both cases, bedside rn noticed a puddle on floor under IV pump. Upon closer examination of the tubing, a longitudinal crack was seen in the female luer where the syringe was attached. Both lines were intermittent medication lines. In one, lasix (bd 3 ml syringe) and pre-filled normal saline flush (monoject 3 ml syringe) were given and in the other, a nexus tko valve was attached. Cefepime and normal saline were the only fluids to go through this line. These lines are changed every 24 hours, so the tubing had just been hung that day. No alcohol or other chemicals were used on the luer connector, and no hemostats were used. Our staff are very cognizant of over tightening, and do not report using more than a minimal amount of torque when connecting pieces."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as syr psd microbore tubing leaked during use, and a crack was found in the female luer. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "these two incidents occurred on two different patients with two different nurses, on the same shift. In both cases, bedside rn noticed a puddle on floor under IV pump. Upon closer examination of the tubing, a longitudinal crack was seen in the female luer where the syringe was attached. Both lines were intermittent medication lines. In one, lasix (bd 3 ml syringe) and pre-filled normal saline flush (monoject 3 ml syringe) were given and in the other, a nexus tko valve was attached. Cefepime and normal saline were the only fluids to go through this line. These lines are changed every 24 hours, so the tubing had just been hung that day. No alcohol, or other chemicals were used on the luer connector, and no hemostats were used. Our staff are very cognizant of over tightening, and do not report using more than a minimal amount of torque when connecting pieces."